Manufacturer narrative:
The hill-rom tech found the bed exit external buzzer inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external buzzer to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit external buzzer inoperable. The bed was located at the account on the (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).